Manufacturer narrative:
A customer representative was requested a service of an arjo bed to replace a damaged side rail. Following information gathered, the side rail panel was broken off the citadel plus bed. No patient was involved when the reported malfunction occurred. No injury nor other medical consequences reported. The safety rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. The device evaluation performed by an arjo representative revealed the damaged right side panel. The faulty part was replaced. The review of post-market surveillance data and the investigation carried out at the manufacturer side revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This finding is in line with an information provided by the customer, the side rail panel was broken off when the bed was smashing in a wall. To conclude, the side rail panel was detached from the side rail mechanism and from that perspective, the citadel plus bed did not meet the performance specification. The bed was not in use by the patient when this issue occurred. No adverse event occurred, the complaint was decided to be reportable due to the side rail panel detachment.

Event description:
A customer representative was requested a service of an arjo bed to replace a damaged side rail. Following information gathered, the side rail panel was broken off the citadel plus bed. No patient was involved when the reported malfunction occurred. No injury nor other medical consequences reported.